Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving multiple inappropriate shocks. Noise was seen on stored egms. The noise was not reproducible. It was reported that the shocks occurred while the patient was exercising. No anomalies were noted on the x-ray. The lead was capped and replaced.